Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that on (B)(6) 2021 the patient presented to the emergency department (ed) with complaints of increased weakness and dark stools. Upon evaluation the patient was found to be anemic with a hemoglobin of 5.6. Two units of packed red blood cells were ordered. The patient was admitted and the gastrointestinal team (gi) evaluated the patient and planned for a push enteroscopy during this admission. The patient had hyperglycemia with glucose levels over 700 mg/dl and was given subcutaneous insulin. They had no anion gap. On (B)(6) 2021 the patient received a esophagogastroduodenoscopy (egd) that resulted with candida esophagitis. The patient was to be treated with fluconazole 400 mg. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. Additionally, a specific cause for the patient¿s infection could not be conclusively determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. C are currently available. Section 1 of the IFU lists potential adverse events, including bleeding, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Although the patient¿s infection was reportedly not device related, the IFU lists infection (local, driveline, and pump pocket) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU also lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was restarted on coumadin on (B)(6) 2021 and the patient¿s international normalized ratio (inr) was lowered to 1.8 ¿ 2.2. The patient¿s bleeding reportedly resolved without sequelae.